Manufacturer narrative:
Philips investigated the complaint. According to additional information collected the vascular diagnostic procedure was completed with a slight delay following a system restart. A philips filed service engineer (fse) went onsite and found that when the table was positioned close to the stand and a combination of tilt, height, and detector shift movements were executed, the system intermittently lost all geometry movements. Further troubleshooting identified that the clea2 force sensor intermittently failed under these specific conditions. The fse replaced the clea2 force sensor. Following replacement, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome.

Event description:
It was reported to philips that the detector was moved up by itself which prevented geometry movements. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.